Event description:
It was reported that the patient expired. The cause of death and relationship of the patient's death to the implanted devices was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.